Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that there was no coagulation when the laser was fired using the slit lamp during surgical procedure. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system was firing but with no coagulation occurred while using an alcon slit lamp. The customer tried raising the power but with no results. The slit lamp was then connected to the second port and the aiming beam no longer appeared even though the green laser could be seen. The procedure was completed with an endoprobe without any further issues. There was no patient harm. The company service representative examined the system and was able to replicate the reported event. The company service representative found that the slit lamp fiber optic cable was damaged. The company service representative suspected that the customer rolled carts over the cable. The system was then tested and met all product specifications. The company service representative recommended that the customer replace the slit lamp optical fiber. The system was manufactured on august 31, 2011. Based on qa assessment, the product met specifications at the time of release. The slit lamp serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The slit lamp fiber was found to be defective due to poor handling. The root cause of the reported event can be attributed to user error. The manufacturer internal reference number is: (B)(4).